Event description:
It was reported that the patient had been in the hospital emergency room with diabetic ketoacidosis on (B)(6) 2025). The patient's blood glucose levels reached 812 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and vomiting. Once at the hospital emergency room the patient was treated with intravenous fluids and insulin. The patient was discharged from the emergency room later in the afternoon.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.